Event description:
It was reported that a malfunction alarm occurred with a code "malf 9". There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any future malfunctions occur.